Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 300 mg/dl, the customer delivered boluses and manual injections to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The customer stated the infusion set site would be changed.